Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal bupivacaine and morphine (unknown) via an implantable pump for non-m alignant pain. The patient reported that they had the pump filled on the (B)(6) 2025 and on there was an alarm going off and they did not know why. Patient stated the pump started alarming wednesday or thursday. Patient confirmed the pump was doing the single tone alarm. Agent reviewed non-critical alarm. Patient stated they were scheduled to have the pump replaced but patient ended up in the hospital getting leg amputated. Patient confirmed this was not related to the medtronic device/therapy. Agent asked who managing physician was, and patient stated doctor was unknown.